Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a pt. The pt was successfuly transferred to another device and was not harmed or injured by the event. The nellcor puritan bennett customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.